Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece. Final analysis via visual and x-ray examinations of the lead did not find any anomalies and electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during an implant procedure, the right ventricle (rv) lead exhibited high threshold even after multiple attempts of repositioning at the ventricle area. The physician elected to not used the rv lead and a new lead was implanted. The patient was recovering post procedure.